Manufacturer narrative:
Continuation of d10: product ID: 3387-40, lot# l47032, implanted: (B)(6) 1997, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(6), ubd: 03-nov-2001, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that caller mentioned that the patient still has tremors and they have been present since implant. The caller stated that the patient had a trial for their implant, it worked wonderfully. However, when they went, they went to implant the device permanently, the probe that worked really well broke and they had to use the secondary probe and the secondary connection point was not as effective.